Event description:
It was reported that the head of the polyaxial screw after implantation cannot rotate.

Manufacturer narrative:
Method: device history review; visual inspection; functional inspection; complaint history review; risk assessment; labeling review; additional document review.results: the device confirmed to have a jammed tulip upon functional inspection. This event occurred intra-op but did not result in any surgical delay, nor were there any adverse consequences to the patient. The manufacturing records were reviewed and there were no issues found during the manufacturing process. The most likely cause for the reported issue is due to excessive force used by the surgeon upon screw insertion. Conclusion: the most likely cause of this event is due to user error, specifically excessive force upon screw insertion.

Event description:
It was reported that the head of the polyaxial screw after implantation cannot rotate.